Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. This may be a duplicate to information reported previously in regulatory report #2025587-2019-01348. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 1 to 2 years post implant of this 29mm bioprosthetic aortic root valve, the valve was replaced. The surgeon reported that during re-operation, the sinotubular junction ( stj ) appear dilated. It was reported that the tissue was thin, and it appeared that the aortic root "lost its strength" and looked "liquidly" near the coronary buttons. Severe aortic insufficiency was present. Necrosis of the aortic wall was also reported. No additional adverse patient effects were reported.